Event description:
Reportedly, the patient suffered a trauma the last week of (B)(6) 2014, and in consequence the ICD presented exteriorization. On (B)(6) 2014 the device was explanted due to the exteriorization and was replaced. The reintervention was performed without incident. The subject ICD which was included in a clinical study will be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient suffered a trauma the last week of (B)(6) 2014, and in consequence the ICD presented exteriorization. On (B)(6) 2014 the device was explanted due to the exteriorization and was replaced. The reintervention was performed without incident. The subject ICD which was included in a clinical study will be returned for analysis.

Event description:
Reportedly, the patient suffered a trauma the last week of (B)(6) 2014, and in consequence the ICD presented exteriorization. On (B)(6) 2014 the device was explanted due to the exteriorization and was replaced. The reintervention was performed without incident. The subject ICD which was included in a clinical study will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified

Event description:
Reportedly, the patient suffered a trauma the last week of (B)(6) 2014, and in consequence the ICD presented exteriorization. On (B)(6) 2014, the device was explanted due to the exteriorization and was replaced. The reintervention was performed without incident. The subject ICD which was included in a clinical study will be returned for analysis.